Event description:
The customer reported that the device failed the defib test and that it was not delivering the appropriate energy during testing.

Manufacturer narrative:
The customer reported that the device failed the defib test and that it was not delivering the appropriate energy during testing. The device was evaluated at philips, and the reported symptom was confirmed. Replacing the power pca resolved the issue.